Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va19l6f, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the patient had a sudden symptom return. The rep reported that the patient didn¿t recall any contributing factors at the time of the report. The rep reported that they reprogrammed the patient and ran an impedance check and noticed out of range (oor) impedances at that time. The rep reported that a lead revision was scheduled by the healthcare provider.